Event description:
At the end of a hip arthroscopy using a vulcan generator, it was reported that the patient experienced an oval shape pad burn of about 3 centimeters. The pad was positioned on the left arm, opposite side to the surgery. The pad was positioned just before the beginning of the surgery when the patient was already positioned on the operative bed. The burn was treated with a dressing using connettivina (which is an over-the-counter cream for burns). Customer stated that the procedure; pre, during, and post-surgery, was correctly performed as per asl standards procedures in term of safety.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Evaluation was not possible as the device has not been returned. A complaint history review has not identified additional complaints for this serial number on file. This unit was shipped new to the customer on (B)(4) 2006, and has not been returned since. Due to this fact, we are unable to determine what may have caused the user to experience the reported incident.